Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they were told that there is "something wrong with their device and it needs to be replaced". The device remains in use. No patient complications have been reported as a result of this event.